Event description:
The hospital contacted the (B)(4) group to look into an incident stating that: "the pt was not expected to live very long and was not being monitored closely. He was found dead, with his ventilator connected but in standby. The hospital was unable to recover logs covering the time of the incident." The hospital through ecri requested a technician be sent to test the ventilator and clear it to return to service "barring the discovery of any technical problems that may have contributed to the incident." (B)(4).